Event description:
The manufacturer received information alleging a battery depleted condition occurred on the device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the battery cannot be charged was not duplicated on the device, but the cause was due to the pca power supply. The device's pca power supply was replaced to address the issue. Additional findings not related to the malfunction/issue were the following parts being proactively replaced on the device: exhaust fan assembly, 43-micron filter, and power cord. After the repairs were made to the device, the repair and runin tests were performed, alarm and battery checks, and cleaning of the device. The device was function properly.